Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 19715093, UDI: (B)(4). Product family: scs-extension, upn: m365sc3138250, model: sc-3138-35, serial: (B)(6), batch: 19435249, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The facility disposed of the old ipg. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The facility disposed of the old ipg. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 19715093. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-35. Serial:(B)(6). Batch: 19435249. UDI: (B)(4).